Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: evaluation revealed that the display screen was dim and discolored. Unrelated to the display issue, the pump¿s keypad was found to be peeling at the ok button. All of the keypad buttons responded appropriately. The keypad was removed and evidence of contamination was found under the contrast button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/18/2014.